Event description:
It was reported the patient's sutures opened up from the incision where a lead was placed on (B)(6) 2012. The patient stated she went to the hospital and the incision was sewn back up. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.